Manufacturer narrative:
The reported events of helix unable to extend or retract and high pacing impedance were confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region and fracturing of all filars of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the helix mechanism issues was isolated to blood/tissue in the helix region and overtorqued of inner coil and fractures of the inner coil caused high pacing impedance.

Event description:
It was reported that during the initial implant procedure, high impedance was noted on the right atrial (ra) lead. Repositioning of the ra lead was attempted, however, the helix was no longer able to extend or retract. The helix was not tested prior to introduction into the body of the patient. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.